Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h8, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction white residue on air/water channel was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, most probable cause of the malfunction blurry image was traced to component failure. Based on the results of the investigation, it is likely the most probable cause of the malfunction white residue on air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.